Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance and an acute rise in impedance measurement. It was further reported that the right ventricular (rv) lead exhibited chronically low r waves. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.